Event description:
The facility representative reported a colleague infusion pump with "failure code 808:02 which occurred multiple times". The reported condition occurred during pt therapy in the med/surgery area while the pt was connected to the pump. Therapy was stopped for an unk length of time; however, there was no pt injury or medical intervention necessary. There is no additional info available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.